Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer experienced a low blood glucose (bg) of 45 mg/dl; cause was unknown. At the time of the reported event, the customer had not treated the low bg. Reportedly, the customer reverted to manual injections for insulin therapy.